Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. ¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited damaged distal end. The event occurred during inspection for use. There were no reports of patient involvement.